Event description:
Trocar was used to assist with robotic assisted laparoscopic ventral hernia repair. When the scrub tech inserted the mesh through the port, a piece of the trocar broke off into the patient's abdomen. The piece was removed with the trocar. Staff did not save the packaging for specific lot #, but there are 6 possible lot #'s: 1232066, 1259880, 1240711, 1237986, 1225198, 1237515.